Event description:
Additional information was received. It was reported that the system randomly could validate home. It was suspected that the cause was related to the motion control interface board and positioner control board defective. Troubleshooting was performed at the time of the event. Post-troubleshooting, the system was re-homed multiple times trying to duplicate the error with no errors reported.

Manufacturer narrative:
H2: see b5. H2, h3, h6: the returned motion control positioner was analyzed. It was installed in an imaging system, and the system did not initialize. Windows pop up caution message "software version mismatch. Firmware version incorrect." Remote desktop ias firmware installer confirm old firmware version 4.73 . The rep upgraded firmware to 4.95 and rebooted the system. Motion calibration passed. The system initialized. Generator, communication, motion and charging readied. 2d and 3d imaging was successful. Previously reported code b01s and d02 is applicable, as is code c10. The returned enclosure motion control was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000203, serial/lot #: unk; product ID: bi71000264, serial/lot #: none; product ID: bi71000159, serial/lot #: none; product ID: bi71000180r, serial/lot #: unk; product ID: bi71000443r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was gantry movement error; site was unable to complete a spin and they could not validate home on the gantry. No patient involved.

Manufacturer narrative:
H2: part number: bi71000203, lot number: rev. 4 : s/n: n/a, part number: bi71000180, lot number: rev. 1 : s/n (B)(6), part number: bi71000443r, lot number: rev. 1 : s/n (B)(6), h3:a representative went to the site to preform a system check out. It was noted that the gantry could not home due to door close signal not present and the top of the dingus was bent. They replaced the top right part of the dingus assembly and adjusted the switch. Also it was noted that when homing the system (after invalidate home) the positioner failed (x, y, z, wag) to home. The y and x axis moved about 1" to 2" at a time. They replaced the positioner motion controller, motion controller interface board, and loaded the firmware. They had to invalidate the home multiple times with no errors reported as a verification of repair. The system moved to all positions in and verified that the system has no errors. There were covers that were broken as well, so the covers were replaced. After all replacements, the system was operational. The dingus was returned and it was noted that after visual inspection it shows that the dingus pin is bent and gets hung up, and making it unable to pivot correctly. The motion controller were returned. However, analysis has not yet been completed. H6: b1,c02,c07,d02 are associated with both the dingus return and system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: the analysis for the enclosure motion control has been updated. The rep installed the enclosure motion control in imaging system c1416. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. 2d and 3d imaging passed. The system failed to take a 3d spin four days during testing. Intermittent issues. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.